Event description:
It was reported that altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer cleaned the speaker holes and cleared the alarm. Additionally, the customer experienced low blood glucose (bg) levels of 45-58 mg/dl, cause was unknown. The customer consumed carbohydrates to address low bg level. As well, as that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.